Manufacturer narrative:
This medwatch report is being filed to report the event, as product identification has not been confirmed. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information including product identification be received, a follow up report will be forwarded to the FDA. Date of event - unknown. Expiration date - unknown, as product identification has not been confirmed. Date implanted - unknown. Date explanted - a revision procedure was not reported. Manufacture date - unknown, as product identification has not been confirmed. This report filed march 22, 2011.

Event description:
Report was received that patient underwent right total hip arthroplasty and was subsequently revised due to pain and recurrent masses. Additional information received indicates the total hip arthroplasty procedure occurred on (B)(6) 2000 and the revision procedure took place on (B)(6) 2006. The acetabular cup, acetabular liner and modular head were removed and replaced. The femoral stem remains implanted. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts." The following sections were updated based on the additional information that was received: date of event. Date of report - additional information was received on (B)(6) 2011. Brand name. Device information. Date implanted . Date explanted. Premarket identification. Device manufacture date. (B)(4).

Event description:
Report was received that patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient reported pain in her right hip and that she developed recurrent masses in both hips. To date, there has been no intervention reported. No confirmation on product identification has been provided.